Event description:
It was reported when using the bd pyxis¿ medstation¿ es multiple stations were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4,d5, e2, e3, e4,g1, h4,h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user requires guidance. A technical support specialist provided instructions on where to turn off critical override in the server. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation system with multiple stations on critical overwrite. The customer stated that multiple station is on critical overwrite, plus has been effected on 15 station in critical overwrite mode. That mentioned that there was delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.